Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The system was returned to the manufacturer for analysis. The system is currently under analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, when uncrating a new navigation system there was a damaged caster discovered on the system. The system was returned to its crate and set for return to medtronic. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: a medtronic representative reported that the navigation system was returned to the manufacturer and replaced by a new system. The new system was checked out and confirmed to be fully functional. The issue was resolved. The hardware investigation of the returned navigation cart found that the reported event was related to a physical damage issue. The caster housing had a crack in housing. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.